Manufacturer narrative:
Article: harmonic scalpel impact on blood loss and operating time in major head and neck surgery: a randomized clinical trial. Source: fritz et al. Journal of otolaryngology - head and neck surgery (2016) 45:58. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature study done to evaluate the impact of using the harmonic scalpel on operating time and blood loss in patients undergoing resection for advanced oral cancer (oscc). Thirty-six adult head and neck cancer patients with advanced oscc requiring primary tumor resection with uni- or bi- lateral selective neck dissection from july 2012 to september 2014 were randomized to either the control group (17 patients with conventional surgery, including scalpel, surgical ties and/or clips supplemented with the unit's bipolar or monopolar cautery) or the experimental group (17 patients with non-medtronic device surgery). 1 patient in the conventional group (with the unit) had an intraoperative internal jugular vein complication.